Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2023, the infusion set's tubing detached from the connector and this issue occurred with five infusion sets. Therefore, the patient blood glucose level was 450 mg/dl at the time of this event, which they tried to treat with correction injection via multiple daily injection. The patient had high/large ketone level which her healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion set had been used for 2-3 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.